Event description:
The customer reported that while running an htlv-I/ii assay, the summit sample handler did not pipette sample or diluent into well position a7 and no error message was generated. A field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics, inc complaint number 00319835.